Event description:
Ultrasound machine (theratouch cx4/ex4)- over a year ago we had an incident with the machine burning a resident's skin and we haven't used it since because we are unsure if the machine will do it again. I have had vendors come out and look at the machine but they are unsure if it will do it again also. They only calibrate the machine. Last calibration was (B)(6) 2024. Pre-existing condition is smoker. Unknown age of device and 4 electrodes were placed around the left knee. Had pain after, burns (blisters). Used ifc, level 45 in supine. Leads have not been replaced within 6 months, show no damage, new leads were not tried. Not using electrodes supplied with device, using 2 x 4 oval self-adhesive electrodes, 4 in total on left knee, 5-6" apart. Brand new, first use. Rubber electrodes they use conductive adhesive gel. The device was turned off when pads were removed/adjusted, skin was clear. Blister appeared immediately, seen, worsened after 2 days. Burns lasted from (B)(6) 2023. The patient went to a wound care and nursing. They are willing to provide the records. Electrodes were criss-crossed, ifc-4p, carrier frequency 5000 hz, beat low 80 hz, beat high 150 hz.